Event description:
It was reported that the patient¿s ilet was paused for approximately two hours during a supply change and a new g7 sensor was in warm-up, prompting an on-screen alert to connect cgm or enter a blood glucose; a fingerstick value of 362 mg/dl was entered manually and the patient was advised that the algorithm would deliver correction once running. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient device component information, and there was insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.